Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's wife reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 114 mg/dl. The customer stated that the alarm occurred during basal. The customer stated that the no delivery was recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did not alarm no delivery. The customer was advised to return the infusion set and reservoir.